Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department after receiving a vibratory notifier. It was then discovered that the implantable cardioverter defibrillator prematurely reached elective replacement indicator (eri). The device was explanted and replaced on (B)(6) 2018. During the procedure, fluoroscopy revealed that the right ventricular lead had an insulation breach and was capped and replaced. The patient was stable and was discharged.